Event description:
At the site of burn the heat cell is grainy and not as solid as the others [product quality issue]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , via an unspecified route of administration from an unspecified date for an unspecified indication . The patient medical history was not reported. The patient's concomitant medications were not reported. The patient applied the heatwrap at 11 o' clock at work but at 16 o' clock she felt pain and under the heatwrap was a burn blister. At the site of burn the heat cell was grainy and not as solid as the others. Event was occurred on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is considered as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is considered as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient applied the heatwrap at 11 o'clock at work but at 16 o'clock she felt pain and under the heatwrap was a burn blister. At the site of the burn, the heat cell was grainy and not as solid as the others. The event occurred on an unspecified date with outcome of resolved with sequel. Action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (28jun2016): this is a follow-up report to notify that case (B)(4) are duplicates. All subsequent follow-up information will be reported under case (B)(4). Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is considered as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is considered as associated with the device. This case meets final 10-day EU and 30-day FDA reportability.